Event description:
During a gore excluder aaa endoprosthesis procedure in a pt with previously implanted bilateral bare stents, the trunk ipsilateral and contralateral leg components deployed without event. However, after successful deployment of the iliac extender component; transection of the right iliac artery occurred, and the pt became hypotensive. The surgeon then performed a laparotomy and placed a clamp to control the bleeding. He then ligated the gore excluder aaa endoprosthesis on the right side and performed a femoral-femoral crossover to perfuse the pt's right limb. Following this secondary procedure, the pt was stable.